Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation and therefore evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that an unknown amount of spectrum pump falsely alarmed air in line. This occurred in the labor and delivery care area while delivering pitocin. This alarm occurs when delivering at the rate of 99ml/hr. It was also reported that there was no patient injury.